Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired at 257,577 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. It was observed that the aim beam was straight firing then all of a sudden it became end firing. There were no error codes displayed on the console when the event occurred. The patient did not experience any difficulties during the event. The user did not experience any injury from the use of the system.